Event description:
Device report from synthes reports an event in chile as follows: it was reported that during his surgery, occupied osteosynthesis elements, material failure, specifically: the cortical screw in use of the 10-hole blocked plate broke during installation. Cannulated screws 3.5 consigned to our hospital present failure to install, that is, it breaks tip and another was partially cannulated. There were no patient outcomes or consequences. This report is for one (1) unk - screws: cortical : trauma. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - screws: cortical : trauma lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.